Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that physical damage occurred. On (B)(6) 2025, it was reported that the patient went to emergency department at 4:00 pm because she felt that the wire or cannula might have been stuck in the skin. There they took an x-ray and the doctor was not able to see if there was a plastic or cannula that stuck. The patient was scheduled for an ultrasound but not performed yet. There was no documentation about any removal. The patient was feeling pain and the doctor prescribed oral antibiotic coamoxiclav. At the time of the report the patient was still feeling pain. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that physical damage occurred. On 06/04/2025, it was reported that the patient went to emergency department at 4:00 pm because she felt that the wire or cannula might have been stuck in the skin. There they took a x-ray and the doctor was not able to see if there was a plastic or cannula that stuck. The patient was scheduled for an ultrasound but not performed yet. There was no documentation about any removal. The patient was feeling pain and the doctor prescribed oral antibiotic coamoxiclav. At the time of the report the patient was still feeling pain. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that physical damage occurred. On 06/04/2025, it was reported that the patient went to emergency department at 4:00 pm because she felt that the wire or cannula might have been stuck in the skin. There they took an x-ray and the doctor was not able to see if there was a plastic or cannula that stuck. They performed an ultrasound on the (B)(6) 2025 at the hospital. The wire was not identified and no surgery was performed. There was no documentation about any removal. The patient was feeling pain and the doctor prescribed oral antibiotic coamoxiclav. At the time of the report the patient was still feeling pain. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.